Manufacturer narrative:
Pump received unable to perform displacement test due to cracked bleeding lcd noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that there was crack on the insulin pump screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.